Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lfs france in 2009 alleging a battery indicator on the ultra 2 meter. A medical affairs specialist (mas) sent follow up questions; however, the customer care advocate (cca) was unsuccessful in getting a hold of the patient to answer additional questions. The patient contacted lfs on february 2, 2009 wanting to know the status of replacement batteries she requested the month prior. The cca advised the patient to take the batteries out and switch them and use the backlight battery and had the patient test her blood glucose and obtained a 362 mg/dl. The patient did not exhibit any symptoms or seek any medical attention due to the 362 mg/dl reading. The meter still displays a battery icon. Since the meter stopped working two weeks after the original date, the patient continued to take her diabetes medication on a regular basis. A week later, the patient did not attempt to test her blood glucose; however, approximately around 5:00am, the patient reportedly had symptoms of nearly losing consciousness and trembling legs. Her husband treated her with orange juice and the patient felt better 10 minutes later. The patient did not seek any further medical attention or contact the physician for assistance. The ultra 2 meter was replaced. The complaint is being reported since the patient alleged she was unable to test her blood glucose since two weeks after the original date, and exhibited symptoms suggestive of hypoglycemia and was treated with juice and reportedly felt better 10 minutes later.